Event description:
It was reported that during an unk procedure, and hand piece error code was displayed. No further info is available. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned and was tested on a generator and gave an error code 3. Its no longer meets design specifications for continuity. The hand piece was disassembled, evidence of moisture ingress and a torn acoustic isolator were found.